Manufacturer narrative:
The treatment tip and data card logs were returned for evaluation. Based on the evaluation of the data, the handpiece and system performed as expected. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. The treatment tip was evaluated, and service was unable to verify any functional error with this tip. The tip is valid and verified against the solta database. The tip passed the leak test, thermistor test, and passed visual inspection. No dents, scratches, blemishes or dielectric breakdown was observed. No functional testing was able to be performed due to tip being expired and used up. According to thermage flx user manual, burns, blisters, discomfort, and swelling are a known possible side effect during a thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. A review of manufacturing records show final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. This event was most likely not related to the device. The patient visited another hospital who said that the two treatments performed on the patient should not be performed so close together. Based on the available information, burns, blisters, discomfort, and swelling are a known possible side effect during a thermage flx treatment. No corrective is action required.

Event description:
A patient reported that they experienced an allergy and burn after a thermage flx treatment to their face. 1 day post treatment, the patient reported that her whole face was swollen and had severe allergies. Four days post op, the patient went to a hospital for treatment and was diagnosed with a burn and allergy. The patient received treatment by hormone injection by that hospital. It is reported by the patient that she had also received picosecond laser treatment, salicylic acid treatment, and mesotherapy treatment at the same clinic earlier in the same month. The user facility involved in this case reported to the distributor that the patient was treated for picoway and borada salicylic acid for light spot treatment. This was the third treatment in the customer''s light spot treatment package, and there was no abnormal reaction after each treatment. The treating physician reported that the patient¿s face had been restored to healthy skin, and that a thermage treatment of 900 reps could be performed. Superficial anesthesia lidocaine cream was applied to the patient¿s face for about 30-40 minutes prior to the thermage treatment. When the anesthetic was removed, the skin didn¿t have an abnormal reaction. When the doctor used alcohol to transfer the grid, the face was immediately reddened. Warm water was used to wipe the patient¿s face and the redness faded. Then the doctor started the treatment on the left side of the face with an energy at 3.5, dropping to 3.0/2.5. The energy near the jaw area was 2.0. Energy on the neck was from 0.5 to 1.0, with a focus on strengthening around the neck lines. The forehead was covered at about 60 reps, half of the face at about 300 reps, and half of the neck at about 100 reps. For the last few dozen pulses, the doctor returned to the face for strengthening. In the process of the treatment, the patient felt a strong sense of pain, to which a large amount of coupling gel was used. The surface of the tip was inspected by the doctor and nothing unusual was seen with the naked eye. The doctor continued the treatment and finished. After the treatment of the face and neck, the skin on the cheek was slightly reddened. Mebo burn cream was immediately applied to the patient¿s skin. Two days post op, the patient had more blisters on her face and felt itchy skin. Under the guidance of someone online, she took one deloratadine tablet per day. Three days post op, facial blisters and redness worsened. The patient came to the user facility for a wet compress where she was treated with mixed normal saline, and with half hyposensitive dexamethasone compress, and a wet compress with gauze. After 20 minutes of ledpdt red light treatment, the symptoms of redness and swelling were reduced a little. The patient has refused any further cooperation.

Manufacturer narrative:
The data logs were reviewed by service, and it was found that the handpiece and system performed as expected. The user will want to verify proper treatment technique, position and orientation (with adequate coupling fluid and equal tip to skin contact and pressure). Cryogen appeared to be flowing during the treatment. The product has been requested and attempts are being made to have it returned for an evaluation. The investigation is underway.